Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 230mg/dl. The customer was treated at the hospital. The customer had been off the pump since hospitalization. The customer did not believe the pump was contributing to the highs. The customer states they had gotten no delivery alarms.